Manufacturer narrative:
A review of the device history record for the blue operating room towels pwtb04-stm, lot#20180820-23-sh shows that the product was manufactured on 29th aug 2018. Based on the supplier¿s investigation, the device history record review did not indicate any exception that would have led to the reported incident. The supplier checked on the retained sample. The average linting data was 0.207/10 pieces and within limits (=0.38g/10 pieces). No sample was provided for evaluation at this time. The operating room towel is made of cotton, so lint is born and inevitable. The intended use of operating room towel is to be used for applying medication to or absorbing small amounts of body fluids from a patient's body surface. Measures to better control and improve linting have been implemented. A suction process was added before products' final folding and operators perform this activity according to standard operation procedure requirements. In the folding process, one cloth bag protects 100 pieces of semi-finished products to avoid linting stuck onto the products during product transfer. Based on the investigation, all linting test data is within the acceptable range. There is no abnormal situation that has happened in production. Therefore, the root cause could not be determined and no further action. The complaint information was shared with the relevant sectors within the manufacturing facility for their awareness and we will continue to monitor for this type of incident.

Event description:
The customer reported that during a setup for a transcatheter aortic valve replacement, lint fibers from the blue or towels pwtb04-stm from the catheter lab tray kit/ san13clmgd were found in both their white and blue bowls that were filled with normal saline and heparinized solution. There was no patient injury or delay and it was reported that the patient was doing well.